Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted for the endovascular treatment of a 52mm abdominal aortic aneurysm. It was reported during the index procedure on the final angio run an endoleak was identified. An angio was taken inside the stent graft and a type iii endoleak was observed. The physician implanted an aortic cuff and the type iii endoleak was confirmed as resolved.  As per the physician the cause of the type iii endoleak was due to device defect.  No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the reported endoleak was confirmed on the images provided; however, the exact type and cause of the endoleak could not be fully determined. Lack of pre-implant CT¿s did not allow for a thorough assessment of pre-implant anatomical features that may have contributed to an acute type iiib tear endoleak (e.g. Calcification). Additional angiograms including endoleak interrogation were not provided, which could have allowed for a more comprehensive determinations of the endoleak. Procedural CT¿s allowing further assessment of the stent graft in-vivo configuration from additional views were also not available. While a type iii fabric endoleak cannot be ruled out, it would be less likely to have occurred at index. The endoleak was observed in a location where the components were not overlapping; across a single fabric layer and so is considered to have possibly been an acute type IV blush endoleak caused by fabric porosity. This endoleak appeared as a focused endoleak and may have been exacerbated by slight fabric stretching resulting from stent diameter expansion. Other factors such as heparin dose, outflow resistance, imaging quality and volume of the aneurysm sac may have contributed to this endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.